Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that after an ion lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement. The procedure was completed as planned without delays. A post operative chest x-ray revealed the pneumothorax, so a chest tube was placed. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. No additional information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.